Event description:
The hosp reported that on several occasions during the saphenous vein harvesting procedure, the balloon popped on the short port part of the device. On each occasion, a replacement unit was used to complete the procedure. The hosp did not report any pt complications. Since the hosp did not provide the number of failures, the lot numbers, the date of the occurrences or any failed devices for investigation, only one report will be submitted for the reported info.